Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device's exhaled tidal volume (vte) values were low. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it delivering low vte (exhaled tidal volume) was confirmed. Ventec then reviewed the customer's settings and observed that its settings would result in the device delivering low vte. Proper device operation was confirmed through functional and performance testing. The vocsn clinical and technical manual [p. 59] states the following: "note: in some cases, the maximum inspiratory pressure setting may prevent vocsn from delivering the entirety of the set tidal volume to the patient. Ventec life systems recommends using the low minute volume alarm as a way to detect this condition. Note: in some cases, the high pressure limit may prevent vocsn from delivering the entirety of the set tidal volume to the patient. Ventec life systems recommends using the low minute volume alarm as a way to detect this condition". The above statements indicate that the set tidal volume may not be reached due to two factors, which is what occurred in this event. Because of other settings set by the customer, the set tidal volume was not being achieved. The investigation determined that the root cause of the reported issue was user error.